Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly when talking with dr. (B)(6) on the phone regarding his clinical study participation, he mentioned he had a patient who had a significant infection after receiving a tka with our evolution® cementless system (specifically mentioning biofoam® tibia). Dr. (B)(6) stated he did the initial implant. Dr. (B)(6) had no additional information as he was not in the office at the time of the call. He did indicate the infection occurred within 6-12 months and it was within the 1st year after implantation. No other information available.